Manufacturer narrative:
The customer let the cns restart, but the unit still goes into a blue screen, they also tried to power off the cns, wait a few minutes then power it back on, but the issue persists. Technical service (ts) let the customer know that the hdd's will need to be replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) went into a blue screen saying the computer ran into an issue and needed to restart. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went to a blue screen that displayed a "computer ran into an issue and needs to restart" message. The customer let the cns restart, but the issue was not resolved. They tried powering cycling the cns, but the issue persisted. Technical support (ts) advised the customer that the hdds would need to be replaced. No patient harm was reported. Investigation summary: the blue screen is a bios screen where the boot up sequence can be configured. The cns goes to blue screen when an error is detected on the boot up sequence. This is often related to data corruption or hard drive failure. This cns was put into service about a month prior to the incident. Additional information was not provided. Service history for this serial number shows this is an isolated incident. Service history for this hospital around april 2021 shows no relevant incidents. The root cause could not be determined from the available information. It is presumed that the customer swapped in the secondary raid drive and allowed raid to rebuild which fixed the corrupted data. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) went to a blue screen that displayed a "computer ran into an issue and needs to restart" message. There was no patient injury reported.